Manufacturer narrative:
No product or data logs were returned. Contaminated device during use no product returned, the root cause of the decontamination during use cannot be determined. Product damage (catheter kink) a catheter kink was noted on 7/29. Due to a lack of clinical information and no product returned, the root cause of the product damage (catheter kink) cannot be determined. Difficult to place or position based on the clinical details, the cause of the positioning issue was determined to be an unintentional use error as the pump came out of position after patient transfer. Optical sensor issue there were ongoing impella position in aorta alarms after position was confirmed. Due to lack of product and no data logs returned, the root cause of the optical sensor issue cannot be determined. Pump 544978 passed all post sterile inspection checks.

Manufacturer narrative:
Although the patient's presenting condition may be more likely have impacted the event the impella cannot be excluded as a possible contributing factor in the patient's demise. Product status: the impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and it was reported there were issues with the pump position, alarms for impella in aorta, blood seen on the anti-contamination sleeve, and a catheter kink. The patient presented with to the hospital on (B)(6) 2025 in st elevation myocardial infarction with an occulted ramus which was perforated during a percutaneous coronary intervention. The surgeon was unable to resolve the perforation with balloon inflations, and cardiovascular surgery was consulted. An intra-aortic balloon pump (iabp) was placed, and the patient was taken for 2 coronary artery bypass grafts. The patient remained on the iabp for four days and then removed from support. After the removal of the iabp, the patient began showing signs of shock and went into cardiac arrest requiring one round of cardiovascular resuscitation, defibrillation, and was re-intubated. The patient was then emergently taken to the catheterization laboratory for an impella cp implant. It was reported that during the first day of impella cp support there was a persistent impella in aorta alarm. Repositioning was performed and it was noted that the device was caught in the papillary muscle. The pump was freed from the muscle, but the alarms continued. On the second day of support, blood was found in the anti-contamination sleeve and a catheter kink was noted, with no noted intervention required. On the fourth day of support, care was withdrawn at the request of the family and the patient expired.

Manufacturer narrative:
Correction: section h6: the medical device problem code of a050401 was incorrectly reported in the initial report, which is now updated to correct code.